Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. It was noted that the patient had recently undergone an MRI. No additional information was available at this time.